Event description:
It was reported that the pt experienced high impedances (>4000 on some bipolar pairs). It was also reported that the patient had to increase their stimulation to maintain results. Further troubleshooting was being considered. Add'l info has been requested from the hcp, but was not available as of the date of this report.